Manufacturer narrative:
Vyaire representative checked the ventilator on site and tried to perform a full calibration. Logs sent showed no errors active after calibrating the unit. It was also visible in the logs, that during ventilation the inlet pressure was not stable, it was always above 3,5 but sometimes it was dropping by 0,3bar and that's where the o2 delivery was too low and both alarms were activated. Problem was related to a limited flow delivery from the wall. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the bellavista 1000e has alarm 388 "no o2 dosing possible and 271 "o2 supply fail-no o2 dosing possible". The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: result of investigation: it was determined that the root cause of the issue was user fault- while performing the o2 valve calibration the supply pressure drops. Latest logs sent showed no errors active after the unit calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.